Event description:
It was reported that during a sigmoidectomy procedure they could not release the device after firing. Could release the device using the release lever sometimes, but staples malformed. Another device was used to complete the case. There was no adverse patient consequence.